Event description:
New information received notes that the patient's right ventricular (rv) lead was explanted and replaced in a procedure on (B)(6) 2021. During procedure it was noted the rv lead had an insulation breach. Post-procedure there were no patient consequences.

Event description:
It was reported that a pre-syncope patient presented for a follow up. The patient's right ventricular (rv) lead exhibited oversensing noise that was reproducible with isometrics. The device was reprogrammed. The patient was stable.

Event description:
New information received notes the right ventricular lead was capped and replaced in the procedure on (B)(6) 2021. There were no patient consequences.

Manufacturer narrative:
Correction: d6b - rv lead was capped on (B)(6) 2021 and not explanted as previously reported, explant date should be empty.